Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg defibrillator, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had chronic, high thresholds. The ra was capped and replaced. No patient complications have been reported as a result of this event.